Event description:
It was reported that the device has reduced discharge energy. There was no reported patient involvement. The bench technician evaluated the device and confirmed the reported problem. The battery and capacitor need replacement. The customer did not accept the repair offer. The device was returned to the customer's site and no further evaluation is warranted at this time.

Event description:
It was reported that the device reduced discharge energy. The customer requested to return the device to the bench for evaluation and repair. There was no reported patient involvement.